Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 2.8 mmol/l. The customer reported being connected to the sensor, but there was a delay in sensor glucose and blood glucose. The customer reported experiencing low blood glucose and a seizure. The customer was treated with insulin for their low and the ambulance was called. The sensor will not be returned for analysis.